Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and was treated with antibiotics (date, duration and dosage not reported). The patient underwent a surgical procedure to re-cover the implant (specific date not reported), however the issue could not be resolved. The device was explanted on (B)(6), 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed november 17, 2014.